Event description:
It was reported that the patient developed endocarditis, persistent bacteremia and vegetation on a lead. The implantable pulse generator (ipg) and two leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. Concomitant products: 5076 x 2 implantable pacing leads (B)(6) 2007. (B)(4).